Manufacturer narrative:
A customer reported that their AED prompted a replace battery now warning but haven't reached the expiry date yet. Analysis of the AED's log files identified that the device is functioning as designed. The log file did not identify a low battery condition. The customer's complaint was not confirmed.

Event description:
A customer reported that their AED prompted a replace battery now warning but haven't reached the expiry date yet. They reported that this did not occur during patient use.